Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours.

Manufacturer narrative:
The device was received partially deployed. The slide insert was visible in the viewing window and the linkage assembly was in the fully deployed state. During initial inspection of the device, the formed needle was visible in the exposed portion of the soft cannula. Upon removal of the top housing the formed needle was found to be disengaged with the slide retract, indicating that the formed needle was installed incorrectly, which is why the formed needle did not retract after deployment. Upon inspection of the needle mechanism, damage was found to the slide retract due to incorrectly installed formed needle. The needle not retracting event was caused by the incorrectly installed formed needle. The downloaded data returned an 0x18 alarm, indicating that the device ran to empty. A timeout was observed at the end of the run, but no drive stalls. It was observed during investigation of the fluid path that the plunger ran to 0% filled. Testing the fluid path found that fluid exited the fluid path as intended. The timeout observed at the end of the run was caused by the plunger reaching the bottom of the reservoir. No other damages or defects found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours.